Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was used in the left ureter during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during unpacking, they noted two to three dented or crushed spots on the catheter. Hence, they decided not to use it on the patient and was not taken off from the balloon protector cover. The procedure was completed with another uromax balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device found multiple kinks along the length of the catheter shaft, with the appearance of having been crushed. The balloon protector was still attached to the device and there was no evidence that the device was used. Based on the condition of the returned device, the reported damaged is consistent with excessive force being applied to the delivery system during device handling. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. Therefore, the most probable root cause of this complaint is handling damage.

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was used in the left ureter during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during unpacking, they noted two to three dented or crushed spots on the catheter. Hence, they decided not to use it on the patient and was not taken off from the balloon protector cover. The procedure was completed with another uromax balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.